Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18702. It was reported the atrial and right ventricular leads exhibited high impedance.

Manufacturer narrative:
Corrected data: upon review, the lead should not have been submitted as a medical device report (MDR) as no malfunction of the lead was indicated.